Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 08/24/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The skin reaction was described as itchy, red skin located on the abdomen, under and around the adhesive. On (B)(6) 2016, the patient was seen by an endocrinologist and was prescribed topical steroid triamcinolone acetonide .025 % and hydroxyzine. The affected area was treated with the prescribed medications. At the time of contact, the patient was stable. No additional event or patient information is available. No product or data was returned for investigation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.